Manufacturer narrative:
The service representative inspected the module and performed troubleshooting procedures, however service could not determine a single definitive cause of the imprecise results. No additional discrepant patient results have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The search for similar complaints did not identify a trend related to the current complaint. The most recent product monitoring review (pmr) for clinical chemistry systems was reviewed and did not identify any similar issues related to the alinity system. Device history record review did not identify any non-conformances. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise results processed on the alinity c processing module for multiple patients after quarterly maintenance performed. The customer repeated on another instrument and the results were as expected. No discrepant results were reported out. The following data was provided: processed on (B)(6) 2022 initial sodium = 169 repeated on another analyzer = normal reference (normal) range: 136 to 145 mmol/l no impact to patient management was reported.